Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab driveline problem is confirmed based on visual inspection. The returned driveline tubing was noted with a flattened/crimped area located near the iab connector. The reported alarm could not be replicated during functional testing of the driveline tubing; however, an alarm could have been triggered during the reported event as potential result of this finding. The root cause of the damage to the driveline tubing is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. The reported complaint is isolated; we have no other complaints with this confirmed issue. No further action required at this time.

Event description:
It was reported "the pump was alarming for what looked like a kinked helium tubing. A 2nd intra-aortic balloon (iab) was opened for the tubing and was replaced at the console which stopped the alarming. Upon inspection of the gas tubing it looks like at the time of packaging the connector to the pump indented the lumen to the tubing decreasing the flow of helium which the operator feel was the reason for the alarm. There was no patient death, serious injury or complications reported. Patient current condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump was alarming for what looked like a kinked helium tubing. A 2nd intra-aortic balloon (iab) was opened for the tubing and was replaced at the console which stopped the alarming. Upon inspection of the gas tubing it looks like at the time of packaging the connector to the pump indented the lumen to the tubing decreasing the flow of helium which the operator feel was the reason for the alarm. There was no patient death, serious injury or complications reported. Patient current condition reported as fine.